Event description:
Reportedly 6 days post implantation of a 3.0x18 mm xience v stent, the patient returned to the hospital experiencing an acute anterior myocardial infarction, cardiac arrest, and ventricular tachycardia. Angiography was performed and it was noted that the distal end of the xience v stent was slightly underdeployed and the stent had in-stent thrombosis. The patient was treated with cardioversion and underwent additional percutaneous transluminal intervention. An aspiration catheter was used to aspirate the thrombus. A 3.5x15 mm unknown non-compliant balloon catheter was used to dilate the stent fully which restored flow. Additionally a 3.0x18 xience was implanted overlapping the distal end of the xience v stent. The patient was doing well post procedure. Reportedly post dilatation of the stent during the index procedure was performed at 12 atmospheres for 15 seconds and the stent was confirmed to be fully apposed to the vessel wall on angiography. No additional information was received.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment and stent uniformity of expansion. The reported myocardial infarction, thrombosis and ventricular tachycardia (arrhythmia) are listed in the xience v instructions for use as known adverse events associated with coronary stenting. There was no device malfunction reported during the index procedure indicating the stent was successfully and properly implanted. Balloon angioplasty was performed to treat the mal-apposed stent (additional therapy/ non-surgical treatment). Information was received confirming the stent was deployed to 12 atmospheres for 15 seconds and that angiography post stent deployment confirmed the stent was fully apposed during the index procedure. No anatomical conditions were reported; however, it is possible that the anatomy conditions may have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.